Event description:
It was reported that the patients midline incision was draining and was suspected with infection. The patient underwent a revision procedure wherein the ipg was relocated and replaced. It was also noted that one of the leads and both lead extensions were replaced. The physician cleaned out the patients wound extensively and the patient was placed on intravenous (IV) antibiotics. The patient was doing well post-operatively and the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: (B)(4).